Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced uncontrolled blood glucose levels, including hyperglycemia and hypoglycemia. The customer also reported that they were not using a sensor and were therefore unable to properly monitor glucose levels, which contributed to poorly controlled blood glucose levels. Additionally, the customer reported that the minimed mobile (mm) app was no longer pairing with the pump. The customer was hospitalized for treatment. The event involved product(s) mmt-6101, unk_ngp, unk_reservoir, unomedical and mmt-5120a. Troubleshooting was not performed. It was unknown whether the customer had been using the device within 48 hours of the event, and it was also unknown whether the auto mode/smartguard feature was active at the time of the event. No further patient complications were reported. The products unk_ngp, unk_reservoir, unomedical and mmt-5120a will not be returned for analysis. A product return is not applicable for mmt-6101, as it is a non-physical device.